Event description:
Medical records received. After revision of the asr xl, the patient was implanted with a non mom hip. During the procedure, the summit femoral stem was retained and the patient received a biomet cup and liner and a biolox delta femoral head with a titanium sleeve size 40+ 5. On (B)(6) 2022 patient received a left hip revision of a competitor liner and depuy ceramic femoral head to treat instability secondary to recurrent dislocations. Upon entering the joint, the surgeon evacuated a small hematoma. The competitor cup was well-fixed and retained. The competitor liner was revised. The depuy summit stem was well-positioned and well-fixed but had small corrosion on the trunnion, which was cleaned, and the stem was retained. The biolox delta ceramic femoral head was revised with a competitor implant. The procedure was completed without complications. Doi: on (B)(6) 2022; dor: on (B)(6) 2022; left hip second revision.

Manufacturer narrative:
Product complaint # (B)(4). Catalog: the device catalog number is unknown; therefore, UDI is unavailable. Initial reporter occupation: lawyer. Component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.